Event description:
The customer reported that while the unit was in use on a pt, the unit would not pump and the alarm indicator light was lit. The customer also noticed that the unit was emitting a burning odor.